Event description:
The account alleged the brake caster slides when the bed is in brake position. No pt impact.

Manufacturer narrative:
No further info is available on the repair of the bed at this time.